Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy test and it passed. A review of the event history log (ehl) revealed the infusion ran to completion without interruption or abnormalities. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed accuracy during testing in the biomedical service department. There was no patient involvement. No additional information is available.